Event description:
The customer reported a contained blue fluid leak of approximately 5 ml involving the unicel dxh 800 coulter cellular analysis system. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves and no exposure or injury was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and discovered a cork from the tubes inside the vacuum port on the probe wipe, causing clenz to leak from the probe above the nrbc (nucleated red blood cell) chamber at the end of shutdown. The fse flushed out the port with hot water to resolve the issue. Repair was verified and results met published specifications. (B)(4).